Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis (dka). Reportedly, intermittent alarm occlusion occurred due to non-tandem infusion set cannulas becoming kinked. Bg value was not provided. The infusion set brand and manufacture was not provided. Customer declined to provide any additional information.

Manufacturer narrative:
Additional information regarding the reported event was received on 11/25/2020. The cause for the reported event was due to a non-tandem infusion set. The infusion set manufacture and brand was provided. The reported event has been forwarded over to the infusion set manufacture.